Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
The representative sample was received for evaluation. Visual and functional examinations revealed that the sample was intact with no defects observed and met the requirements.

Event description:
It was reported that a patient underwent a laparoscopic nissen on (B)(6) 2014 and suture was used. During the procedure, the suture broke when it was pushed down on the 3rd knot. Another like device was used to complete the procedure. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.